Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(4), and the reported infection, stroke, and patient conditions (poor oral intake, shortness of breath, lightheadedness, nausea, vomiting, and abdominal pain) could not conclusively be determined through this evaluation. The patient remains ongoing with heartmate 3 lvas, (B)(4). No further related events have been reported. The heartmate 3 lvas instructions for use (IFU) lists infection and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation and care instructions regarding preventing infection. This document also lists infection, neurological dysfunction, and thromboembolism as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with shortness of breath for 4 days with poor oral intake, lightheadedness, nausea, vomiting, and abdominal pain. Inr upon admission was 10 - vitamin k was given and a broad spectrum of antibiotics were started in case of an infection. The patient was diagnosed with pyelonephritis. The patient later developed positive blood cultures for strep - levaquin and doxycycline were started. Hemoglobin and hematocrit (h/h) trended downwards and computed tomography (CT) of abdomen was negative. Gastrointestinal (gi) was consulted and h/h stabilized with no blood replacement or scopes. On (B)(6) 2021 the patient had a seizure lasting for 60 seconds. Head CT was suspicious for left parietal infarct and keppra was started. On (B)(6) 2021 the patient's status remained unchanged as they were unresponsive. The patient was transitioned to a skilled nursing facility.